Event description:
Title: baxter colleague volumetric infusion pump. IV tubing was routed through the pump incorrectly, resulting in a medication error of incorrect dosage. Event occurred in 2002 at 2200, but was not discovered until 2 days later at 1200. [Mgso4 (e magnesium sulfate] routed through mainline pump resulting in wrong dose being delivered to the patient, which eventually resulted in patient having an episode of uterine contractions [with no other harm]. The pump was correctly connected to the patient. However, it was reported that mgso4 was not supposed to be routed through the mainline pump. It was supposed to be a piggyback to the main line, but the nurse incorrectly routed it so the patient received it directly. The nurse operating the device was from an agency and was not adequately trained. Nurse had not used this kind of pump before and thought they had connected the tubing the proper way. Also, nurse was unfamiliar with the administration of magnesium sulfate in this situation. The nurse did not ask other hospital personnel, who may have been more familiar with the device, to check and see if it was connected properly. Even though the event took place on the night shift, lighting did not have anything to do with the incident. This incident has prompted the facility to look at instituting better initial training and annual in-service [trainings] for staff. There were no unusual circumstances or activities surrounding this event. The facility does not have a history of this type of device failure occurring. The facility has just changed to baxter from another manufacturer. Device usage problem: device was hard to use.